Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad and tandem-provided usb charging cable, wall power adapter. Additionally, it was reported that the pump time was incorrect. During troubleshooting with tandem technical support, the customer corrected. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad, usb cable and wall adapter. There was no reported adverse impact to the customer¿s blood glucose level.